Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient regarding an external device. Patient did not have equipment with them at time of call. The reason for call was patient stated the recharger is flashing an orange light and won't turn on. Patient stated the battery sliver is blinking orange and not the power button. Patient stated they noticed this a week ago. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to call patient services back once they are with equipment to further troubleshoot. Additional information was received from the patient. Patient called back and reiterated previously reported information but now the recharger lights were scrolling while on the dock and it wouldn't turn on. Troubleshooting of placing the recharger on the dock and holding the power button down for 10 seconds and then taking the recharger off the dock and doing a recharger reset did not resolve the issue. It was confirmed that the dock light appeared solid green even if the patient picked it up and moved it. The patient confirmed the thick charging cable for the dock was being used and confirmed that they always kept the recharger on the dock and charging when not in use. An email was sent to the repair department. The patient was sent a replacement recharger. The patient may call back for assistance in setting up their replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.